Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was possibly fractured. The lead remains in use but is expected to be explanted and replaced. No patient complications have been reported as a result of this event.